Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked and unreadable. It was also reported that the wake button was sticking. Customer¿s blood glucose level was not adversely impacted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.